Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. The device was reprogrammed from primary to secondary sensing vector and remains implanted. The patient recovered. New information that the patient received an additional inappropriate shock in the secondary vector. Noise was able to be reproduced. Technical services (ts) recommended hospitalization and system revision.